Manufacturer narrative:
The technician found the e-ring missing from the d-pin, causing the pin to back out. The technician replaced the e-ring to repair the bed.

Event description:
Information received indicates the left head siderail will not latch in the up position.